Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker has stored noise reversion episodes. No intervention was performed. The patient was stable.